Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evaluation experienced a close door message corresponding with the reported "door not fully latched", caused by a failed upper hook switch. The upper auxiliary assembly, which contains the failed upper hook switch, was replaced.

Event description:
It was reported that a spectrum pump has a "door not fully latched" message. Any patient involvement, injury or medical intervention is unknown.